Event description:
Pt had order for 5fu 2,400 mg/m2 (6,150 mg) to infuse over 46 hours filled on (B)(6) 2017, pharmacy prepared reservoir bag with 123 ml + 3 ml overfill 5-fu 50 mg/1 ml per normal procedure. When pt returned on (B)(6) 2017 for pump disconnect, infusion rn noted small air bubbles in tubing between reservoir bag (walkmed item 204821, lot 209175010) and walkmed 350vl infusion pump. Pump reading indicated 123.1 ml had infused, and reservoir bag appeared to be completely drained.